Manufacturer narrative:
Investigation summary the sample was tested per ps00-00003. The sample was primed on each port at gravity pressure with no issues. The sample was pressure leak tested on each port with a leak observed between the microclave and the check valve on one port. The reported complaint of a leak could be confirmed. The returned sample was tested, and a leak was observed on one of the connections of the microclave and the check valve. The probable cause of the leak is from an incomplete insertion during assembly in the assembly plant. A device history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown. Additional contact information: (B)(6).

Event description:
The incident involved a (15 cm) appx 0.65 ml, smallbore bifuse ext set w/2 microclave® clear, 2 check valves, 2 clamps, rotating luer where the customer reported that the bed was wet and IV lipid infusion was leaking from a cracked two-way connector valve. There was patient involvement and no harm/adverse event reported.